Event description:
It was reported that the patient showed evidence of wound breakdown over the pump site; infected pump and catheter were noted. It was noted that the patient's pump had been refilled on (B)(6) 2012. Then on (B)(6) 2013, right lower quadrant abdominal wound dehiscence was noted over the pump area. Purulent material exited from the wound and there was an area of redness in the region of the pump and catheter. Lab work obtained on (B)(6) 2013 resulted with strep b. The event severity was reported as severe. On (B)(6) 2013, the entire device system was explanted. The patient outcome was reported as resolved without sequelae. The pump system was being used to deliver lioresal baclofen.

Manufacturer narrative:
Product ID: 8709sc, , serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: catheter. Product ID: 8703, lot# j94142123, implanted: (B)(6) 1995, product type: catheter.